Event description:
During a review of info related to the clinical trial, we discovered that the patient experienced hemorrhage. Patient was on bedrest with pressure dressing and was resolved in 2005. There was no serious patient complications reported.

Manufacturer narrative:
Unknown due to model and lot numbers are unknown. We were unable to perform a product analysis as no device was received. Directions for use and device history records for devices shipped to the hospital within six months proceeding the procedure date will be reviewed and follow-up report will be submitted. Related to MDR: 2953184-2008-00065.